Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported device anomaly cannot be established as the product is not available for analysis. Device history record (DHR): the DHR confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the ipp instructions for use was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a patient underwent an inflatable penile prosthesis (ipp) replacement surgery, as the implanted device was not functional for an unknown reason. During surgery, the entire ipp was removed and replaced. No additional complications were reported.

Event description:
It was reported that a patient underwent an inflatable penile prosthesis (ipp) replacement surgery, as the implanted device was not functional for an unknown reason. During surgery, the entire ipp was removed and replaced. No additional complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported device anomaly cannot be established as the product is not available for analysis. Device history record (DHR): the DHR confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the ipp instructions for use was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.